Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) discovered an open clamp on an unused line. The technical service representative reviewed proper procedure with the hp. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. Finally the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.